Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a preface® guiding sheath with multipurpose curve and a hub detachment occurred. The piece that holds the valve on the preface® guiding sheath with multipurpose curve snapped off when manipulating the dilator. The sheath was exchanged and the procedure was continued. The valve (hub) broke off in a single piece. The hub become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. There was no blood lost.

Manufacturer narrative:
On 28-jun-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a preface® guiding sheath with multipurpose curve and a hub detachment occurred. The piece that holds the valve on the preface® guiding sheath with multipurpose curve "snapped off" when manipulating the dilator. The sheath was exchanged and the procedure was continued. The valve (hub) broke off in a single piece. The hub become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. There was no blood lost. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual analysis of the returned sample revealed that the cap is separated from the hub. The separated cap was returned inside of a small plastic bag. No other damages or anomalies were observed on the device. Microscopic analysis was performed and no anomalies or damages were observed. Dimensional analysis was performed and results were found within specification. Additionally, the customer provided a picture of the complaint device to aid in the investigation. According to pictures provided by customer, cap separated from the hub was observed. The issue reported by the customer was confirmed, the returned unit presented a cap separation condition. Exact cause of the cap separation could not be conclusively determined during the analysis. The dimensional analysis results were found within specification. Procedural factors or handling process may contribute to this issue. Controls are in place to verify the product conditions; the cap assembly are inspected 100% before leaving the facility. Neither the product history record (phr) review nor the product analysis suggests that the found damage could be related to the manufacturing process of the unit. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The product history record (phr) review does not suggest that the failure experienced by the customer could be related to the manufacturing process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).